Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the patient raised his arm, the lead impedance increased to >2500 ohms.